Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the bottom of the administration port. The leak was observed when hanging the bags on the intravenous (IV) hood before manually adding additional ingredients. There was no patient involvement. No additional information is available.